Manufacturer narrative:
H3: evaluation summary: a device history record (DHR) review could not be performed because a lot number was not available; however, a lot will not be released without meeting all criteria. The sample was received at the manufacturing facility for evaluation. The sample analysis confirmed the syringe was missing 2 or more major graduation lines or 2 of 4 minor graduation lines. The ink is smeared from the 1ml mark down the proximal end of the syringe, causing the graduation lines between 0ml and 1ml to not be legible. The ink is adhered to the outside of the barrel. The lot number is not known precluding information about conditions at the time of manufacturing. The issue is consistent with issues caused by a worn doctor blade. If the lot was produced prior to 11/19/2020, then unclear procedures may have contributed to the occurrence. The standard operating procedure (sop) governing the printing process was updated on (B)(6) 2020 to define the product diverting process more clearly. No adverse trending signals were identified in production non-conformances or customer complaints per established trending thresholds. Based on the information available and the investigation findings, additional actions are deemed unnecessary at this time. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the syringe has ink on the inside near the bottom. At first it looked like the plunger but it is ink.